Manufacturer narrative:
The customer's allegation was not confirmed. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was not returned for evaluation and could not be evaluated. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the single use ligating device's loop failed when it was taken out of package for use during a procedure. A loop cutter cut the loop and the procedure was finished with another loop. There were no reports of patient harm.